Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and it was found that the device was used per the (B)(4) wallflex fully covered benign stricture study protocol. The most probable root cause of the reported event is considered to be an anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted during a stenting procedure on (B)(6), 2010. This stent was implanted as part of the (B)(4) wallflex fully covered benign stricture study. According to the complainant, the patient presented with a mid- biliary stricture. This stricture had been previously treated with a sphincterotomy. During the (B)(6), 2010 stenting procedure, a sphincterotomy was performed, and the wallflex stent was deployed in a satisfactory position across the stricture. The subject was treated as an inpatient. During the (B)(6), 2011 per protocol stent removal procedure, the physician noted that the stent migrated. The stent was successfully removed and a non-study stent was implanted. No adverse events have been reported.